Event description:
It was reported the customer had a partial display on their insulin pump. Customer's blood glucose was unknown. The customer stated they did not drop or bump their insulin pump. Customer also reported the medtronic label appeared to be melted off. The customer was advised to disconnect form their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.